Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump was damaged. The customer stated the reservoir is no longer staying in the insulin pump. Customer stated when changing site, she put reservoir back in insulin pump and it snapped. The customer's blood glucose was 282mg/dl. Customer stated they are broken pieces in reservoir area where it locks. Advised customer to discontinue the use of the insulin pump and revert to a back-up plan. Customer agreed to replace insulin pump.